Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap cholecystectomy, with the experienced user the bag would not unroll properly then the metal ring broke and bag would not cinch. A new bag was used and it worked fine to remove specimen.